Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The inferior fixed jaw tip is fractured at the centerline of the pivot pin. Optical examination of the fracture identified a fairly brittle fracture and no indication of fatigue. The location of the fracture and amount of force required is consistent with overload.

Event description:
It was reported that the patient underwent an unspecified spinal procedure and the tip of the pituitary broke off. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.